Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that, after receiving a loss of prime alarm, the patient had primed while attached to the pump. Patient had a blood glucose (bg) of 39mg/dl with confusion, perspiration, difficulty speaking, unsteadiness, and dizziness. Patient went to the emergency room and was treated with IV glucose. This complaint is being reported as the patient experienced hypoglycemia following the use error of priming while attached.